Event description:
It was reported that, "the patient complained of squeaking hip noise. Surgeon evaluated hip and determined insert needed to be removed."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.